Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) would not power up. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. Replaced on/off switch as preventive. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The defective components were received for further investigation. The national repair center installed the power switch into the cs300 test fixture serial number and tested the power switch as per the cs300 service manual part number 0070-00-0689 revision v. The nrc was unable to verified the failure of the power switch. No problem found. Retaining the power switch in the nrc per procedure (B)(4) rev aj. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.